Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient had diagnostics turned off in 2009, and has had no follow-up since then. Patient is hearing patient alert tones at noon and midnight. The cause of the alerts is not known. Device remains in use. No patient complications have been reported as a result of this event.